Event description:
It was reported the access system kinked. A left atrial appendage (laa) closure procedure was being performed in conjunction with a radiofrequency ablation procedure. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. Upon recapture of the device, the was kinked. No damage and no patient complications were noted.

Manufacturer narrative:
Returned product consisted of a watchman access system with the dilator in the sheath. The device was bloody. Analysis of the tip, sheath and hub/valve included microscopic and visual inspection. Inspection found no damage or defect. The reported kink was not confirmed.

Event description:
It was reported the access system kinked. A left atrial appendage (laa) closure procedure was being performed in conjunction with a radiofrequency ablation procedure. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. Upon recapture of the device, the was kinked. No damage and no patient complications were noted.